Event description:
It was reported that during follow-up loss of capture and no sensing was noted. Lead dislodgement was confirmed via fluoroscopy. When repositioning was unsuccessful the lead was extracted and replaced. The patients condition was good after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.